Event description:
It was reported that the user experienced difficulty attaching the infusion set connector to the ilet device during a contact detach infusion set change, and customer care provided troubleshooting and education to ensure the connector locked into place. No adverse clinical effects reported, and blood glucose was reported within range. Outcomes included no interruption to therapy and no medical intervention. Investigation included technical support review and user walkthrough of the connection steps. Investigation of this case revealed the connector was functional and the event was may have been attributable to user technique. It was concluded that the device performed as intended and that user education resolved the issue.